Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 6 was not detected on bus. A field service engineer logged into the hardware test application and found that drawer 6 was not populated. The station was shut down, and the pyxibus cable was reseated. Connections on both the pyxibus controller board and the drawer controller board were checked. The station was then powered back on, and the engineer logged into the hardware test application. All cubie pockets were released, and the cubie trays and areas under the cubie pockets were cleaned. All lids were popped open without hesitation. The customer was able to inventory the drawer without any issues. Preventive maintenance was performed. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawer 6 was not opened automatically by nurses when they tried to get medications for patients. There were no adverse events or injuries reported based on this incident.